Manufacturer narrative:
The customer contacted service and service determined the nozzle, #2 and #3 (rohs) (7-205229-02) was the likely cause due to a clog. Service instructed the customer to clean and unclog the part. Cleaning and unclogging the nozzle, #2 and #3 (rohs) (7-205229-02) resolved the issue. A review of the service history for the analyzer did not identify any additional erratic or discrepant patient results as described in the complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the nozzle, #2 and #3 (rohs) did not identify any trends or issues. Device history review for the likely cause part did not identify any nonconformances or potential nonconformances. A review of the monthly product monitoring review found no systemic issues or adverse trends for the issue associated with this ticket. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency was identified for the alinity c processing module (B)(6).

Manufacturer narrative:
Phone: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed alinity c calcium result for one patient. Sid (B)(6) initial result = 3.9 mg/dl; repeat results = 9.0 mg/dl and 9.1 mg/dl. There was no impact to patient management reported.